Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.

Event description:
It was reported that a wearable failure occurred. On 04/09/2025, the patient received an alert from their receiver indicating that the sensor had failed. This caused significant distress. The last known estimated glucose value (egv) prior to the failure was not documented. At the time of the alert, the patient had no means to check or track their glycemic status, as they did not have access to fingerstick (fs) testing supplies. The patient reported feeling weak and subsequently dialed 911. Upon ems arrival, the patient was found unconscious, having collapsed. He regained consciousness in the emergency department (ed), where his blood glucose (bg) was measured at 400 mg/dl. Despite regaining consciousness, the patient continued to feel unwell, experiencing mobility issues and difficulty speaking. He was administered intravenous (IV) fluids. An MRI was performed, which revealed evidence of a stroke. The patient was admitted to the hospital and remained inpatient for three days. At the time of the report, the patient was okay but slightly tired. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.